Event description:
It was reported that: dr (B)(6) stated the patient started having pain on (B)(6) 2010.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 16 deg 42mm, cat# nls-421600p, lot# 31531401; trident psl with purefix ha, cat# 542-11-66i, lot# (B)(4); trident 0 deg insert 44mm, cat# 623-00-44i, lot# 2tamke; delta un. Fem hd, cat# 6519-1-044, lot# 31056502p; uni adaptor sleeve v40 ti, cat# 6519-t-100, lot# 31766203; 6.5 cancellous bone screw 50mm, cat# 2030-6550-1, (B)(4); 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remains implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.